Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the proximal ring in the tri furcation is corroded. Concomitant medical products: d314drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was prophylactically explanted and replaced during a routine device replacement procedure. The rv lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.